Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.6 cm abdominal aortic aneurysm, 5.0 cm right common iliac aneurysm, and a 2.2 cm left common iliac aneurysm approximately 46 months ago. The aortic neck was 25 to 26 mm in diameter at implant and non-calcified but contained thrombus. At the time of implant, the right internal iliac artery was coiled, and a 16x115 iliac limb and a 16x55 and a 24x375 aortic extension cuff were implanted on the left/contralateral side for the left common iliac aneurysm. It was reported that the patient has been asymptomatic, but approximately 2 months ago, expansion of the left iliac aneurysm was noted by CT as well as a 12 mm distal migration of the bifurcated stent graft, due to dilatation of the proximal aortic neck, which has now expanded to 26.7 mm to 32.6 mm over a 1 cm length with mild calcification, severe thrombus, and mild angulation. No endoleaks have been noted. The physician elected to embolize/coil the left internal iliac artery after the left iliac aneurysm expansion was identified. Approximately 1 month ago, a talent 18x12x140 was also implanted in the left external artery to intervene for the expansion caused by the iliac expansion, and a talent 34x34x28 aortic cuff was implanted successfully to resolve the migration of the bifurcated stent graft. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: (graft migration). Conclusion: (dilatation of the proximal aortic neck with severe thrombus; expansion of the left iliac aneurysm).